Event description:
The baxter sales representative (bsr) received a report from the manager of the hospital (doctor) and the peritoneal dialysis (pd) nurse that in 2009 (at night) the patient had to be admitted as a matter of urgency, due to a suspected intestinal perforation. The on duty surgeon and nephrologist, decided to operate on the patient. They detected an excess of air in the abdomen (2 bags were filled with that air and, during the filling of the third bag, liquid started to come out). The liquid was clear, for that reason, the intestinal perforation was ruled out. The x-ray confirmed the excess of air. The nurse went to the patient's home and observed that the machine's screen showed the following alarm sentence 'system error 2240'. She tried to press buttons but all were blocked. The pro-card (memory card) couldn't be removed. All the equipment, home choice (hc) machine, cassette and bags were sent to the hospital. They tried to remove the card again but it was not possible. The equipment will be sent to baxter. Per the renal medical affairs manager: medical report: on event date, during the afternoon, the hospital pd nurse made a routine visit to the patient at his home and reviewed the pd procedure with him. Everything was in order. The nurse and the patient prepared the hc machine to initiate the treatment at night time. The patient connected to the hc machine at midnight for therapy and the hc machine showed an 'air in line' alarm. The patient moved the cassette at home, no new cassette was replaced and cycler sign displayed. He started his treatment with no initial issues until he felt general pain after one hour of treatment and decided to go to the hospital. The following day, the patient went to the hospital with general abdominal pain, no fever, no nausea, no vomiting. At exploration (signs): acute abdominal exploration: positive (such as abdomen like a table), huge timpanism (air), bad peripheric perfusion and blood pressure of 90/60. The blood test showed no leucocytosis. Lactic acid was 7.5 (very high), creatine phosphokinase (cpk) was 313, renal parameters of chronic renal failure. Abdominal x-ray: pneumoperitoneum. The pd nurse requested to dwell the pd fluid from the patient's abdominal cavity: instead of liquid dwell, air filled the bag (up to 2 bags of 2 liter). With the third bag, peritoneal fluid is clear. Peritoneal cell count: 5 leucocytes and 50 red cells. The patient felt much better after the procedure of 'emptying air'. The surgeon and nephrologist in charge at the hospital was concerned in case it may be an intestinal perforation and decided to send him to surgery. Surgery: blanc laparotomy. After surgery, the patient did well and is recovering from the scar. The following day, the patient underwent a hemodialysis session through a left jugular catheter. The plan is to perform hemodialysis while recovering and have peritoneal lavages with sodium heparin are planned very soon to keep the abdominal cavity in good condition to re-start peritoneal dialysis as soon as possible.

Manufacturer narrative:
The device has not yet been received by baxter.

Manufacturer narrative:
(B) (4) device evaluation: received 1 homechoice apd 8-prong set "(B) (4)= lot unknown used. Performed visual inspection and did find a small slit on the cassette. Performed functional inspection which showed a system error 201 (reload set) alarm during the priming process. Performed underwater pressure test which showed a leak at the small slit found during visual inspection. This complaint was confirmed for the reported problem.

Event description:
A customer contacted baxter (B)(4) regarding system error 2240 and system error 2367 alarms. The nurse (rn) stated the patient line became inadvertently separated from the transfer set and stated the hp disconnected. The technical service representative (tsr) explained the alarms. The tsr verified with the rn that the hp may have disconnected during therapy and triggered the alarm. There was no injury or medical intervention reported. No additional information is available at this time.

Manufacturer narrative:
(B) (4). The patient is doing well and currently recovering. Peritoneal lavages with na heparin are planned to keep the abdominal cavity in good condition to re-start peritoneal dialysis therapy.

Event description:
Also noted was that the pulse generator exhibited no telemetry due to elective replacement indicator (eri).